Event description:
It was reported that this patient presented to the emergency room (ER) for a syncopal event. Physician contacted technical services (ts) for review of stored ventricular episodes on this cardiac resynchronization therapy defibrillator (crt-d) system. It was noted that the pacing lead impedance (pli) of this left ventricular (lv) lead was found to be out-of-range at 2341 ohms. Ts recommended programming optimization and cardiology evaluation. It was noted that device therapy was turned off by applying a magnet over the device. No additional adverse patient effects were reported. Currently, this lead remains in service.